Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh and intrepro were implanted into the patient to repair vaginal cystocele and rectocele. The patient underwent the concurrent procedure of a vaginal anterior repair and reduction of cystocele without mesh, posterior repair and reduction of rectocele, enterocele with mesh, exploratory laparotomy with vaginal vault suspension utilizing sacral colpopexy and bilateral salpingo-oophorectomy during mesh implantation. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal vault prolapse and urinary incontinence.